Manufacturer narrative:
On 02 september 2015 a final report was prepared with the information already reported into the initial report. On 02 september 2015, the final report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 120017: (B)(4) inserts manufactured and released on(B)(4) 2012. Expiration date 2017-03-31. No anomalies found related to the problem. To date, no other inserts of the same lot have been sold. On (B)(6) 2015 the med affairs dir made the following comment, with the analysis of the x-ray: perfect implantation in a difficult case. The screw has been designed to retain the inserts that may have stress conditions threatening to loose them. Unfortunately, it may also happen that the screw gets loose in turn. In this case, screw tightening and insert substitution was achieved with a minor operation. Considerations are being made in order to evaluate the risk/benefit ratio of a possible suppression of the insert retaining screw, evaluating safety in either situations. On (B)(6) 2015 it was confirmed that the insert will not be available for analysis.